Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after the device was put into the trocar, it was observed that the connecting cable on the device was stripped. The device was no longer used. There was no pt injury.